Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar radicular syndrome resulting from degenerative disc disease, l5- s1 and underwent the following procedures: anterior retroperitoneal l5-s1 left side approach total discectomy, anterior l5-s1 fusion with femoral ring allograft packed with bmp and application of 6.5mm cancellous screw with a washer, and posterior instrumentation with pedicle screw instrumentation system in which rhbmp2/acs was used.